Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm and motor error alarm. Troubleshooting for motor error alarm was performed. Customer advised during a bolus attempt, they received a no delivery alarm followed by a motor error alarm. Customer advised they were able to prime but when they attempt to bolus they receive a no delivery alarm. Customer was advised to allow bolus delivery to complete before accessing the sensor glucose graph in order to avoid receiving an alarm. Customer has had 3 motor error alarms in the last 30 days. Troubleshooting for no delivery was performed. Customer was advised the no delivery alarm occurred as a result of the infusion/set reservoir being occluded. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.